Event description:
The device was connected to a patient described as in full arrest. Reportedly, every time the operator pressed the device charge button, power would shut off. Another defibrillator that was already on scene was used to continue patient treatment. Patient outcome was not reported, but the reporter indicated patient outcome was not affected, due to use of the backup device.